Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose at that time was 202mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.